Manufacturer narrative:
(B)(4).

Event description:
A patient admitted to the hospital with a heroin overdose was undergoing a dialysis treatment which included a revaclear dialyzer. Approximately 25 minutes into the treatment the patient developed severe chills, elevated temperature, hypertension, increased heart rate, shortness of breath and wheezing. The patient was receiving 3 l of oxygen via nasal cannula at the time; the oxygen was increased, medications administered and the dialysis treatment was stopped. The patient was switched to continuous renal replacement therapy following this event. Reportedly, the patient checked out of the hospital the following day against medical advice. The cause of the patient reactions are unknown however, the symptoms could be related to a hypersensitivity reaction to the dialyzer.